Event description:
It was reported that the patient was having discomfort. The patient underwent a revision procedure wherein the ipg was moved to the opposite side. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort. The patient underwent a revision procedure wherein the ipg was moved to the opposite side. The patient was doing well postoperatively.